Event description:
False negative result. Showed negative for flu, went to urgent care and was positive. Not an accurate test.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.